Event description:
The distal side from the distal marker was broken off during procedure. The distal marker of this catheter was on a radiofocus guide wire. Paitent information: target lesion: occlusion of left subclavian artery. A 45cm 7f arrow long sheath was approached from left elbow. A sheath for back-up was approached till the front of the lesion. An 18 dejav wire crossed the lesion, and ivus was performed. Then, the wire was changed to a 35 radifocus guide wire. The stenosis was 0% on the angiography, and an excellent blood stream was obtained. Due to the confirmation of the vessel diameter and the stent, ivus was prepared. The wire was changed from the radifocus to the dejav. And because the wire was expected to cross the stent strut, it was advanced with an excelsior micro catheter. And they recrossed the stent. Then, the excelsior was pulled out after it crossed the stent. Though this ultacross was approached, it got stuck at stent strut at proximal side and it couldn't be advanced more over. So it was pulled out. But at that time, because the physician felt that the distal shaft was broken with slight resistance; this catheter was pulled out with all devices. When this catheter was checked after pulling out, only the distal marker was remained on the wire. And it couldn't be confirmed where the broken part was. The angiography of the inside of stent after being pulled out had no abnormality. 3d CT-scan was performed on the following day, and the inside of stent had no abnormality. Abnormality of the patient isn't confirmed up to the present.